Event description:
It was reported that during prep the automated impella controller (aic) displayed incorrect/old prompts on the screen. The aic was removed for service. No adverse impact to patient management was reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of pump not detected has been completed. The pump and data logs were received for investigation. The pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place.